Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery side, and not dispensing insulin the way it should. The customer stated that the insulin pump had no delivery error, and buttons needed to be pressed more than once. No harm requiring medical intervention was reported. The device will not be returned for analysis.